Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The customer stated the device has an error message, loudspeaker fault. The rse recommended replacement of the loudspeaker. Replacement parts were ordered and shipped to the customer.

Event description:
It was reported the device displays loudspeaker fault. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.